Event description:
It was reported that the insulin pump had a crack. The crack was on the side of the battery, at the bottom on the back side. The customer's blood glucose was 47 mg/dl which was treated with food and a drink. The customer stated they were not sure how the damage occurred; they always carry the device in their pocket. The discontinuation of the insulin pump was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with minor scratches on the display window, cracked display window corners, cracked battery tube threads, and a cracked reservoir tube lip.